Event description:
It was reported that during the left middle carotid artery (mca) procedure, the operator delivered a microcatheter to the designated position and then delivered the subject stent through the microcatheter. When the subject stent was approximately 5 cm from the tip of the microcatheter, the operator noticed that the marker at the stent's distal end had opened. Subsequently, the microcatheter and stent were withdrawn together. Upon withdrawal, it was found that the microcatheter had broken approximately 5 cm from its tip, which was the location where the subject stent's distal end had opened. After observing that the patient's blood flow was maintained, the physician concluded the surgery. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned in its deployed state and noted to be deformed and fractured. The distal tip of the stent delivery wire (sdw) was noted to be kinked. All proximal and distal marker bands were noted to be present on the stent. A functional test was unable to be performed due to the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿stent deployed prematurely during use¿ was visually confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that when the stent was approximately 5cm from the tip of the microcatheter, the physician noticed that the marker at the stent's distal end had opened. Subsequently, the microcatheter and stent were withdrawn together. Upon withdrawal, it was found that the microcatheter had broken approximately 5cm from its tip, which was the location where the stent's distal end had opened. Additional information received indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was moderately tortuous. The stent was returned in its deployed state and noted to be deformed and fractured. The distal tip of the returned microcatheter was fractured and kinked and stretched and there was dried blood noted within. It is probable that the damage sustained to the microcatheter may have caused difficulties during advancement and the stent was prematurely through the fractured section of the microcatheter and subsequently damaged as seen during analysis. A assignable cause of caused by other will be assigned to the reported event: stent deployed prematurely during use and to the analysed events: stent deployed prematurely during use, stent deformed, stent broken/fractured during use and sdw kinked/bent.

Event description:
It was reported that during the left middle carotid artery (mca) procedure, the operator delivered a microcatheter to the designated position and then delivered the subject stent through the microcatheter. When the subject stent was approximately 5cm from the tip of the microcatheter, the operator noticed that the marker at the stent's distal end had opened. Subsequently, the microcatheter and stent were withdrawn together. Upon withdrawal, it was found that the microcatheter had broken approximately 5cm from its tip, which was the location where the subject stent's distal end had opened. After observing that the patient's blood flow was maintained, the physician concluded the surgery. No clinical consequences were reported to the patient due to this event.